Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4) alleging that the patient's onetouch ultramini meter did not turn on. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter stated that the alleged product issue began on (B)(6) 2015 at 6:00am. The patient manages his diabetes with self-adjusting insulin. The reporter stated that the patient took exercise in response to the alleged product issue (date/time not provided). The reporter claimed that the patient developed the symptoms of "urinate often and dizzy" on (B)(6) 2015 at 4:00pm; however the patient did not receive any treatment. At the time of troubleshooting, the csr noted that the meter did not turn on when a new test strip was inserted, the meter did not turn on when the subject test strip was inserted, the correct test strips were being used, the subject meter was not being used for the first time, there was no indication of product misuse and the meter did turn on when the power button was pressed. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient developed the symptom of "urinate often" after the alleged product issue began. This symptom does meet lifescan's criteria for a serious injury.